Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. Corrected fields: d10, h5, h8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty charged coupled device unit, vertical lines, image rotation and faulty rigid tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: vertical line appears on the image due to faulty charged coupled device unit and image rotation is out of alignment was caused due to component failure of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an image issue where the image was out of line. There were no reports of patient harm.